Event description:
This is a spontaneous report by a physician from (B)(4) of aseptic peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced cloudy effluent while she was receiving extraneal lot number 10g06g40, physioneal lot number 10e17g10 and nutrineal 10g02g41. The patient was diagnosed with aseptic peritonitis. The patient was not hospitalized for the event. The patient recovered on an unknown date. Pd treatment was continued unchanged. Following the nutrineal recall, the patient was shipped two other nutrineal batches on (B)(6) 2010 and was switched to these new batches on an unknown date. Extraneal and physioneal were unchanged. Per the physician, the event was unlikely related to nutrineal, physioneal and extraneal. The physician did not make any distinction between the three products. He further stated that he would never had reported this case had it not been for the nutrineal recall. Multiple reports were received from the same facility for the same patient.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.